Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod between 36 and 48 hours, the site was painful, infected, inflamed, hard, red and a lump the size of a marble was formed. The patient visited the hospital where he and his spouse work, and acquired through his colleagues, alcohol poultices to cool the inflammation, antibiotic ointments (B)(6) and painkillers to be taken at home.